Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during tube patching and positioning, we discovered a tear in the y-piece connecting the tube to the suction system; when replacing the tube, the piece broke and left a small piece in the tube that could not be removed with a kocher. There was little time to continue testing because the patient could not go without ventilation for long. The tube was cut and a smaller y-piece was inserted. There was no report of a delay in therapy, harm or injury as a result of this reported event.

Event description:
It was reported, during tube patching and positioning, we discovered a tear in the y-piece connecting the tube to the suction system; when replacing the tube the piece broke and left a small piece in the tube that could not be removed with a kocher. There was little time to continue testing because the patient could not go without ventilation for long. The tube was cut and a smaller y-piece was inserted. There was no report of a delay in therapy, harm or injury as a result of this reported event.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic evidence. Analysis of the photographic evidence confirmed the complaint as reported: y-adaptor// break. A process review was conducted, based on the review improper handling or excessive force during assembly was identified as a potential contributing factor; however, without physical sample evaluation this hypothesis could not be verified. The device history record for lot 1579559 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.